Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that five days following the procedure the suture was found torn and wound dehiscence occurred. The patient underwent closure of the wound with suture. (B)(4).

Event description:
It was reported that the patient underwent caesarean section on an unknown date and suture was used. Five days following the procedure, the suture was opened. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.